Event description:
A customer reported a previous low blood glucose event, with the lowest level recorded as 44 mg/dl. The customer consumed carbohydrates as a corrective action. Customer technical support advised the customer to consult a healthcare provider regarding diabetes management.